Event description:
It was reported that the roller pump did not alarm when switched from a/c to battery power. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.